Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm. The force required to close the door was above expected levels, and if not applied would cause the pump to alarm door not fully latched. This was caused by the door hooks being out of adjustment. The door hooks were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device alarmed door not fully latched. There was no patient involvement.